Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. Physio completed unrelated repairs and after observing proper device operation, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not boot up past the self-test screen. As a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.